Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to open. A field service engineer (fse) guided the customer to unlock the door using the key, but the issue remained unresolved. Fse then replaced the medcart cable, controller board and latch to resolve. The fse also used different port in the back of the communication sled to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge door failed to open, and the user performed multiple recovery attempts and reboots, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.